Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had connectivity and impedance issues on all electrodes. Patient describes no falls or accidents or anything that could have contributed to this. The manufacturer representative (rep) ran a connectivity and impedance test. The rep cannot program system with connectivity and impedance issue on all electrodes. As such, plan is for physician to replace the battery to see if that resolves the issue, if it does not, then he will also revise the leads. The issue is not resolved at this time.